Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a single fracture 28 cm the terminal pin, however the insulation remained intact. Based upon the clinical observations and the laboratory findings, it is thought that this type of fracture is consistent with damage due to fatigue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to loss of capture. No further details were known, but the lead was returned for analysis. No adverse patient effects were reported.